Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that does not charge. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of does not charge is confirmed in the sample evaluation. Service found the unit's plugged in icon did not light when connected to an ac power source since the battery recharge circuit did not supply any voltage to the battery. This was due to the power supply which quality engineering will capture as the adpc. The cause of the condition was a defective power supply. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.